Manufacturer narrative:
Sc-1132 ((B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had an infection. Symptoms were vomiting with swelling at the implant area. It was believed that infection was not device related and the cause was unknown. Antibiotics were prescribed. The patient underwent an ipg replacement procedure.